Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial #(B)(4)) displayed "m ID:16" (software) error message was confirmed during event log review but not during functional testing. The thermogard system was evaluated at customer site by a zoll service representative. The thermogard ivtm system did passed the initial functional test with no fault or error, it function as intended. The root cause of the "m ID:16" (software) error message was due to the entries on the patient data was full. To remedy, the data were deleted. No physical damaged on the thermogard xp ivtm system was observed during visual inspection. During event log review, multiple "m ID:16" (software) error code were recorded, thus, confirming the reported complaint. After service completion, the thermogard system was tested and passed all functional tests without any fault or error.

Event description:
During intravascular temperature management (ivtm) set-up, the thermogard ivtm system (serial #(B)(4)) displayed "m ID:16" (software) error message upon powering on. Another thermogard ivtm system was use for ivtm therapy. No consequences or impact to the patient..